Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed an unknown error message that was confirmed during functional testing and archive data review. Observe user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause for user advisory (ua) 07 was due to a defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. The initial functional testing of the autopulse platform could not be performed due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. Review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date; thus, confirming the reported complaint. The defective load cells were replaced to address the error. Also, the archive shows the presence of the user advisory (ua) 01 (low battery warning), (ua) 02 (compression tracking error), (ua) 04 (battery charge state too low), and (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages. The error messages were cleared by the user. Per the autopulse maintenance guide, user advisory (ua) 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and/or press restart to clear the ua. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 04 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace the battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The user advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed an unknown error message. The crew could not recall the error code that they could not clear. No further information was provided. No patient involvement.